Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device change-out for medical judgement, while the physician was clearing away scar tissue in the pocket, the physician unintentionally cut through the lead near the suture sleeve. It was noted that the lead had originally been implanted for future use purposes, and had never been used or connected to a device. The lead was explanted and replaced. No patient complications have been reported as a result of this event.